Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgement occurred. The physician attempted to treat a non-calcified, ostial lesion measuring 4.5x12mm with 60-70% stenosis located from the lmca (left main coronary artery) to proximal lad (left anterior descending) artery with a 4.50x12mm taxus express2 drug eluting stent. Access was obtained transradially. The lesion was pre-dilated with another MFR's 3.0x15mm balloon resulting in 30% stenosis. The stent delivery system was advanced to the ostial of the lmca through another MFR's guide catheter. While attempting to deploy the stent at 12 atms, the stent dislodged from the balloon prior to full deployment. Through ivus, the physician noted the stent was not in the lmca. The physician proceeded to withdraw the guide catheter and stent delivery system together, upon reaching the humerus artery, the angiogram showed the dislodged stent to be in this location. The stent was deployed in the humerus artery successfully. The procedure was completed with a 4.50x28mm taxus express2 drug eluting stent deployed at the target lesion. There were no additional reported pt complications. The pt status is listed as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.